Event description:
During the device exchange, the set screw was stripped and was unable to be removed from the header. The event was resolved by applying more force with the screwdriver to remove the set screw. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of difficulty removing the atrial lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. This is what was occurring in the operating room during the explant. After the setscrew inset was stripped a tool was then used (by the consultant) that engaged the stripped inset and it untightened the setscrew and the lead could then be removed. The blood came through holes punched through the septum by the torque wrench at time of implant.